Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation of this device for a separate symptom, the pump alarmed for system error 322. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary were replaced.

Event description:
During baxter's evaluation of a spectrum pump, it was found to alarm for system error 322.